Manufacturer narrative:
(B)(4). This lot was manufactured from january 8, 2015 ¿ january 9, 2015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor leaked. The device was filled with sodium chloride. This occurred after adding sodium chloride to the pump but before connection to the patient. According to the report, the solution ¿flowed out after the disconnection of the syringe.¿ there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.